Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device became stuck on the guidewire. The target lesion was located in a deep vein thrombosis of the right lower extremity. An angiojet zelantedvt device was selected for use. During the procedure, a non-bsc guidewire was used to cross the lesion, and the zelantedvt catheter was advanced over the guidewire to the lesion site. Upon reaching the lesion, the catheter became stuck on the guidewire and could not be advanced or withdrawn. Multiple attempts to reposition the catheter were unsuccessful. Consequently, both the catheter and the guidewire were withdrawn together. A new guidewire and a replacement catheter of the same model were then used, and the procedure was successfully completed. There were no patient complications as a result of the event.